Event description:
Upon opening tubing to be used on a pt for treatment, 3 severe kinks were found in the arterial blood line, one in the blood pump segment and two in the line. The sample is available for eval.